Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included esophagogastroduodenoscopy. Concurrent conditions included gastroesophageal reflux disease, biliary dyskinesia, abdominal pain upper and uterine bleeding (using the mirena iud for over 6 months). Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: pathology report diagnosis uterus and cervix, hysterectomy cervical squamous metaplasia, weakly proliferative endometrium with stromal pseudo decidualization, consistent with exogenous progestin effect. Fallopian tubes, bilateral salpingectomy unremarkable fallopian tubes and fimbria. ¿concerning the injuries reported in this case, the following one was described in patients medical record: confirming pelvic pain." Most recent follow-up information incorporated above includes: on 24-apr-2018: pfs and mr received. Reporter added and reporter information updated. Plaintiff demographic detail added. Her concomitant conditions , treatment drug and lab data added. Essure indication and insertion date updated. Removal date added. Events: abnormal bleeding (vaginal/ menorrhagia) and she did not undergo essure confirmation test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's medical history included esophagogastroduodenoscopy. Concurrent conditions included gastroesophageal reflux disease, biliary dyskinesia, abdominal pain upper and uterine bleeding (using the mirena iud for over 6 months). Concomitant products included lansoprazole (lanzoprazol), nsaid's, paracetamol (acetaminophen) and ranitidine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and irritable bowel syndrome ("ibs"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia and irritable bowel syndrome outcome was unknown. The reporter considered irritable bowel syndrome, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: pathology report. Diagnosis uterus and cervix, hysterectomy cervical squamous metaplasia, weakly proliferative endometrium with stromal pseudo decidualization, consistent with exogenous progestin effect. Fallopian tubes, bilateral salpingectomy unremarkable fallopian tubes and fimbria. ¿concerning the injuries reported in this case, the following one was described in patients medical record: confirming pelvic pain." Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event ibs was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.